Event description:
A customer reported "internal malfunction causing handpieces not to work" during a cataract extraction procedure. The system was changed out with a 15 min delay. The procedure was completed with no harm to the pt.

Manufacturer narrative:
The company representative examined the system and performed preventive maintenance. The system was then tested and met product specifications. No parts were replaced and the no additional info was provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The customer did not retain the cassette for this event; therefore, functional testing could not be conducted. The customer's complaint history was reviewed for the period of one year; this is one of two complaints reported for this issue. The cassette lot number was not provided and could not be determined from the info provided. Therefore, the DHR (device history record) and lot history could not be reviewed. The system's event log was downloaded for review. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).